Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 360 mg/dl at the time of call. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer stated that her blood glucose was 220 mg/dl at the time she was released from the hospital. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test and the insulin pump passed. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer stated that she removed the insulin pump at the time she arrived at the hospital. The insulin pump will not be returned for analysis.